Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Damage was noted at both the proximal and distal end of the stent; struts were lifted and stretched in a distal direction. The undamaged mid-stent crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A hardened substance resembling blood was noted in the balloon body. A visual and tactile examination of the hypotube found a hypotube break 702mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no damage. A hardened substance resembling blood was noted in inner and outer shaft polymer extrusion lumen. A visual and microscopic examination found no damage to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that during positioning of a 3.00 x 12mm promus premier select stent a shaft break occurred. The physician had felt a bit of resistance so they had decided to remove it. While removing the device, it was noted that the shaft was totally broken and the distal portion of the device remained in the patient vessel. The fractured portion of the device was completely removed from the vessel and the procedure was completed with another device with no further issues. There were no patient complications reported and the patient¿s status was stable.